Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that both the 511sd and the 512sd inner diaphragm tore, losing pneumo. The case was completed with an add'l trocar. There was no consequence to the pt.